Manufacturer narrative:
The ICD is scheduled to be replaced. No additional information is available. Once the device has been explanted, it will be returned for laboratory analysis and this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of therapy delivery, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received approximately 25 shocks and went in for a follow up. When the device was interrogated, it was noted that the shocks were appropriate. However, it was also discovered that the battery voltage was at 2.36 volts but the device had not yet displayed the elective replacement indicator (eri). No adverse patient effects were reported.

Event description:
The ICD was returned.